Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was able to duplicate the reported issue and identified that the circuit the customer was using had a leak. The circuit was replaced with a known good circuit and the device operated properly to manufacturer specifications. There was no failure detected with the device. Fsr advised the customer to check the circuit for leaks if it is reported again. There are no parts being returned for further evaluation as no components on the device failed.

Event description:
It was reported that during patient use, the ventilator alarmed circuit disconnect and safety valve open. There was no harm to the patient. The ventilator was switched out and a field service representative was requested to come evaluate and unit.